Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external inspection was performed and inspection passed. Voltage testing was performed and failed as the transmitter had no voltage. No functional testing could be performed. Data was provided and reviewed. A review of the data logs confirmed loss of connection. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(6)2018 that on (b)(69)2018, a loss of connection occurred. No additional patient or event information is available. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Pt's mom reported signal loss.